Event description:
It was reported to philips that the system experienced a boot failure stopping at 0 seconds on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc, installed the operating system, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).